Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the aorta using a ruby coil. During the procedure, after advancing a ruby coil approximately half way into the aneurysm using a lantern delivery microcatheter (lantern), the physician experienced resistance and the ruby coil would not advance further; therefore, it was removed. The procedure was completed using two pod packing coils and the same lantern. It was reported that the tip of the lantern might have been too close to the wall of the aneurysm. Additionally, it was reported that the ruby coil pusher assembly was kinked about 20- 30 degrees prior to advancing the ruby coil through its introducer sheath. There was no report of an adverse effect to the patient.